Event description:
The client had made a decision to use the softpath module in a nonstandard manner. The client's standard method of operation is to register and process a case for the cg accession base and then sign out the case without entering any type of results. Therefore a final report has no diagnosis text. Later the client created a supplemental report to issue diagnostic information. Immediately after creating this report the use accesses the "create new" selection in this option for another case. The system then created a the "final" document for the current case and the text from the previously printed case for another pt is saved for this pt. This anomaly occurs for two reasons: 1. The "final report" was not created as the system expected. 2. The temporary directory that is created during the "print pending" operation was not cleared until exiting to the main menu.